Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of a mass, swelling where the eye closed shut, a warm and hard area, and cellulitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Injecting healthcare professional reported approximately 2 months after injection with juvederm voluma xc in the "cheeks," the patient experienced a "mass below the left temple and swelling under the left eye and medical cheek." The healthcare professional also reported that the patient's left temple area was "warm and hard." The patient was treated with the following on different medical visits to multiple health care institutions: "clindamycin, augmentin, prednisone, zythromax, doxycycline, cipro, hyaluronidase and IV cubicin." One of the treating healthcare professionals also treated the patient with "vitrase" to "dissolve both cheeks." A CT scan and labs were performed; lab results were normal, though the CT scan confirmed cellulitis. Nares swab results were negative for mrsa. The patient is currently seeing a disease specialist. Additional treatment consisting of deep radio frequency heating performed on right cheek to further degrade the product.